Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Two photo was provided for review. The first photo shows the partial view of drainage catheter placed inside a plastic pouch in which a thread was noted; however, thread origin was not visible due to partial view and distal end of catheter is unclear due to poor quality of the photo. The second photo shows the partial view of drainage catheter in which a thread was noted on the catheter body. The thread was completely noted to be detached from the distal thread hole of distal end of the catheter. The investigation is inconclusive for the reported thread break and material separation issues for first device as the provided photo was not sufficient to confirm the reported issues. However, the investigation is confirmed for the reported thread break and material separation issues for the second device. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous drainage procedure for ascites using the navarre opti drain performed under ultrasound guidance. During the procedure, the sure lok thread was found to have digressed after the procedure, even though the package and product were inspected prior to use. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous drainage procedure for ascites using the navarre opti drain performed under ultrasound guidance. During the procedure, the sure-lok¿ thread was found to have digressed after the procedure, even though the package and product were inspected prior to use. The procedure was completed using another device. There was no reported patient injury.